Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had failed and was identified as a recurrent issue. A field service engineer (fse) addressed intermittent failures in auxiliary half drawers 3.1 and 3.2 by removing cubies, cleaning the trays, and reseating row board and rear drawer cables. Following a reboot, the issue reoccurred; however, diagnostic testing using hardware test application (hta) detected no faults. The fse verified functionality with the customer. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 experienced recurrent failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.